Event description:
It was reported, the flushing pump had a front panel switch that did not work. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: standby switch did not respond. A root cause could not be identified. Based on the results of the investigation, the cause was trace to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flushing pump had a front panel switch that did not work. The issue was found during pre-use inspection for a screening procedure, which was completed with the same subject device. There were no reports of patient harm.